Manufacturer narrative:
H10 the philips field service engineer (fse) evaluated the drpt logs but could not find any errors. The fse could not duplicate the reported problem. No service was required since no fault was found by the fse. The device was returned to the customer for use. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. If additional information is received at a later date, a supplemental report will be submitted. H11 per documentation in servicemax, there was no patient involvement as the device was not in clinical use at the time of the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06jan2021.

Event description:
It was reported to philips that the device had a mainboard failure. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.